Event description:
It was reported that a button error alarm was received on the customer's insulin pump, while a basal was running. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response, due to corroded keypad traces. The insulin pump was also received with a scratched display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.